Manufacturer narrative:
(B)(4).

Event description:
The customer reports when trying to pass the catheter through the introducer it does not advance and the peelable catheter breaks in the path of the device.

Manufacturer narrative:
(B)(4). The customer returned one used peel-away sheath, catheter, and dilator for evaluation. The sheath was found to be split on both sides slightly above the distal tip. It appears that excessive force was applied to the device. No other issues were identified. The sheath body measured 4" in length, which is within specification. The split is 5/8" from the distal tip and 11/16" in length. The inner diameter of the sheath body measured to be 0.060" which is within specification. The returned catheter was advanced through the sheath with minimal resistance. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs that a slight twisting motion should be used while inserting and advancing the sheath. The customer reported issue of the peel-away sheath splitting prematurely was confirmed during the sample investigation. Visual inspection was performed and the peel-way sheath was found to be split above the distal tip. Dimensional inspection was performed and no issues were identified. (Con't) other remarks: a device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports when trying to pass the catheter through the introducer it does not advance and the peelable catheter breaks in the path of the device.